Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the unspecified armada 35 balloon ruptured in a relatively low pressure when it comes in contract with calcified disease. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.